Event description:
It was reported that after the care team adjusted the ilet therapy target to a usual range, the user experienced elevated morning blood glucose readings, with a reported value of 201 mg/dl, and the customer care agent assisted with reverting the therapy target to a higher setting while notifying the care team. Investigation of this case revealed no device malfunction or alarm behavior, and the event was associated with therapy target changes while using the ilet system. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms, no reported injury, and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.